Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump¿s settings were not correct causing their blood glucose to go up to 583 mg/dl. The setting was corrected by her doctor. Their high blood glucose was treated with the insulin pump and a manual shot. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.